Event description:
It was reported that the patient's device is suspected of premature battery depletion after it reached normal elective replacement indicator (eri). The patient's left ventricular (lv) lead became dislodged soon after implant and high thresholds have been present. The device and the lead have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).